Event description:
It was reported that the patient had a history of emergency backup battery (ebb) faults in oct2025 and feb2026. The modular cable and system controller were exchanged in relation to the issue.

Manufacturer narrative:
Section d4: device lot number was not provided, and expiration date cannot be determined. The primary UDI number in d4 is reflective of all available information.b3- event date is estimatedno further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.